Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
Per the field clinical specialist (fcs), during valve deployment of a 26mm sapien 3 valve via transfemoral approach, the inflation was slow. The balloon ruptured instantly when full inflation was reached. Multiple attempts were made to retrieve the ruptured balloon back into the non-edwards sheath. The yellow loader tip and approximately 1/3 of the balloon was separated from the commander system and left in the body. The wire was maintained, and the yellow tip and balloon were snared and then retrieved with a non edwards retrieval system. There was no apparent injury to the patient. The perceived cause of the rupture was calcium in either the pa or the surgical valve.

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site and revealed the following: balloon burst radially from central area to distal tip. Calcification noted in the annulus. A device history record (DHR) review was not performed because lot number information is unknown. Review of manufacturing mitigation, instructions for use (IFU) or training material is captured in an existing technical summary. No complaint history or lot history review was performed. An existing technical summary has been documented for root cause analysis on balloon burst during transcatheter heart valve (thv) deployment. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified in the evaluation. No further action is required. The complaints for failure balloon burst, difficulty or inability to withdraw system through sheath, and system components separate during use distal tip were confirmed through evaluation of provided imaginary. However, no manufacturing nonconformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the perceived cause for balloon rupture was the presence of calcium in pa or in the previous implanted device. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. An existing technical summary applies to this event therefore no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.